Event description:
Customer complained about receiving sensor errors alerts. Customer stated she received sensor errors; removed the sensor and inserted a new one and received a lost sensor alert. During troubleshoot; customer stated that there is no damage to the connection bridge or pins and the test plug procedure passed; transmitter functioning properly. It was advised to the customer to perform start new sensor. Blood glucose level 202 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.